Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens, -11.0 diopter, and the surgeon noted the lens had torn. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The backup lens was implanted.

Manufacturer narrative:
Event problem and evaluation codes: result code(s): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusion code(s): based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).